Event description:
It was reported that the user experienced hyperglycemia after a continuous glucose monitor (cgm) sensor malfunction resulted in several hours without sensor readings and the cgm displaying only ¿high,¿ recorded at 400 mg/dl prompting coaching to obtain a manual blood glucose, troubleshoot the infusion site and insulin delivery, and allow the ilet to bring glucose back into range; review of device data showed glucose returned to 145 mg/dl later. Investigation of this case revealed that glucose levels normalized without further intervention, and no device malfunction was confirmed. No clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included review of the ilet report. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.